Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the patient's dose programmed in the pca did not correlate with the volume infused or the amount of times the pump delivered the patient's controlled dose. Three rn's rechecked the settings upon realization, and the pump was set according to the patient's order, 0.41mg per dose delivered. When the customer reviewed the patient's pump history, the patient demanded 1 dose and received 1 dose. The dose delivered on the pca showed 0.54 mg, but the settings were set for 0.41mg. The volume delivered was 3.05 ml, and the medication concentration was 0.2mg/ml. There was no report of patient harm.

Manufacturer narrative:
The customer¿s experience with a pca module incorrectly delivering pca dose was not confirmed. Physical inspection showed no anomalies. The review of the pca module error log recorded no errors or malfunctions on the reported indecent date. The pcu, pcu event and error log were not returned for this investigation. Drug ID and some programming parameters could not be determined. The pca module event log did not identify a pca request for 0.41mg or 0.54mg in the log. It is believed the wrong device was returned. Attempts were made to contact the customer, however there was no response. Note: pca hand set was not returned, therefore could not be tested. Functional testing showed no anomalies. The root cause of the customer¿s complaint of an incorrect dose delivery was not identified. From the log analysis, it is believed the wrong device was received, attempts were made to contact the customer to confirm log findings; however there was no response.

Event description:
The customer reported that the patient's dose programmed in the pca did not correlate with the volume infused or the amount of times the pump delivered the patient's controlled dose. Three rn's rechecked the settings upon realization, and the pump was set according to the patient's order, 0.41mg per dose delivered. When the customer reviewed the patient's pump history, the patient demanded 1 dose and received 1 dose. The dose delivered on the pca showed 0.54 mg, but the settings were set for 0.41mg. The volume delivered was 3.05 ml, and the medication concentration was 0.2mg/ml. There was no report of patient harm.